Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post device replacement, post operative checks found that the left ventricular (lv) lead had no capture at maximum outputs. Imaging found that the lead had dislodged and was in the atrium. The lead was electrically abandoned and remains implanted. It was noted that the patient is taking part in the (B)(4) study. No patient complications have been reported as a result of this event.

Event description:
It was reported that post device replacement, post operative checks found that the left ventricular (lv) lead had no capture at maximum outputs. Imaging found that the lead had dislodged and was in the atrium. The lead was electrically abandoned and remains implanted. It was further reported that the atrial lead had also pulled back but was still attached and the right ventricular (rv) lead had pulled back, was still attached but had higher thresholds. The atrial and rv leads were repositioned and remain in use. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead sensing was not optimal and there was evidence that all three leads had dislodged due to non-compliance of post-op instructions; the physician suspected that there was excessive use of the right arm. In addition, a subsequent attempt was made to reposition the lv lead but there were no viable branches. Therefore, the lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.